Manufacturer narrative:
Qc results before and after the event were acceptable. The field engineering specialist (fes) found rinse mechanism adjustment issues. He adjusted the rinse mechanism and probe. Instrument check, calibration, qc, and patient correlation testing were completed within acceptable results. The fes service activities resolved the issue. There have been no further issues following the service visit.

Event description:
The initial reporter complained of questionable a1c-2 tina-quant hemoglobin a1c gen.2 results for 6 patients tested on a cobas c513 module. Refer to the attachment for patient data and patient demographics. The customer stated that the results in question were flagged for delta check alarms in their laboratory integrated system, but the results were still released outside of the laboratory.